Manufacturer narrative:
Two opened bl5114 packs from lot w4415 were returned. Visual inspection found the IV spikes, drip chambers and part of the irrigation lines have been cut off and were not returned. There is fluid in the lines and in the collection cassettes. The handpiece connectors on the irrigation and aspiration lines have been connected causing both lines to be kinked. Functional testing cannot be performed due to the missing tubing and IV spike. However, water was injected into the tubing and out into the collection cassette. The assembly is not clogged. The compressor module was replaced and evaluated with no issues found. The root cause cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary. See additional device reports for this event 0001920664-2019-00216 and 0001920664-2019-00217.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing. See additional device reports for this event 0001920664-2019-00216 and 0001920664-2019-00217.

Event description:
The user facility in (B)(6) reported the patient experienced increased intraocular pressure. The facility reported changing the cassette and re-calibrating the handpiece multiple times. The patient was administered general anesthesia to complete the procedure.